Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 400mg/dl. It was stated that they want to see if the insulin pump was functioning properly. It was mentioned that the customer started feeling sick. When he looks at the insulin pump, he noticed that the quick release mechanism was not connected. The customer threw away the infusion set and inserted a new one. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.